Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) says he got the replacement battery pack and put it into his controller. He says this issue is resolved, but now the issue is that "I would usually feel a vibration or a tremor when I would get to 5.1 or 5.2 on group a. He is at 5.5 and has tried going up to 6.6 but still doesn't feel stimulation in his leg. He says this started happening "about an hour ago when I put the replacement battery you sent put in." Patient increase settings and he got the upper limit reached screen when trying to move from 6.3 to 6.4 and says he only can feel stimulation "very faintly in my knee". He says he has not had any falls or trauma. He says he is always on group a. He moved to group b, and it is at 6.9v and it won't let him move any higher. He then tried group c, and it's at 2.8 and he feels stimulation at 5.0. Patient confirmed this was the stimulation he usually feels. He says both his implant and controller battery are at 100 percent. He says he thinks that the ins battery should be depleting faster. It was reviewed that if therapy is working then he doesn't need to worry about how fast his battery is depleting, but if he is still concerned, to follow up with hcp.

Event description:
Additional information was reported that the circumstances that led to the inability to feel stimulation was that the patient had group a 6.1 daytime, sleep group a 4.0. Which are the patient's normal setting. They were not getting stimulation at 6.0 so they were instructed to try b then c after using group c after charging the patient went back to a and 5.5. The patient noted there was a time when in group a they would feel stimulation at 5.2, not it can go to 5.5 in group a.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.